Event description:
The customer reported that the device having failed to generate adequate pt alarms. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device having failed to generate adequate pt alarms. No pt harm was reported. Failure to alarm can lead to the clinical staff not reacting to a change in the pt's condition, and therefore could lead to a delay in treatment, with a potential for risk to health, including the possibility of serious injury or death. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.